Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, initial investigation indicated the lv- setscrew was stuck in the up position. Body fluid contamination was noted in the lv seal plug cavities. All other setscrews moved freely and operated normally. Microscopic visual inspection noted electrocautery marks in device casing. The lv retainer rings were bent upward. This would indicate that excessive force was used to retract the setscrews. No other anomalies were noted. The device was put through and passed a series of automated diagnostic testing. Analysis testing confirmed the field report of difficulty loosening the lv setscrew. The cause of stuck setscrew is consistent with induced damage.

Event description:
Boston scientific received information that this patient had a surgery, but the reason for the surgery is unknown. The physician intended on removing this cardiac resynchronization therapy defibrillator (crt-d) before surgery, and then reinsert after surgery was completed. The physician, however, had difficulty loosening the setscrews on this crt-d. Multiple screwdrivers were damaged when attempting to remove the left ventricular (lv) setscrews. After using much force, the lv setscrews were loosened. There was also difficulty removing the right ventricular (rv) setscrews. Due to the difficulty with the setscrews the physician elected to replace this crt-d. A new lv lead was also implanted. There were no adverse patient effects reported.